Event description:
It is reported that the pt was implanted with a znn cm nail (B)(6) 2010. It is also reported that the pt experienced pain and instability. Revision surgery and total left hip arthroplasty was performed on about (B)(6) 2011. It was observed that the nail had fractured.

Manufacturer narrative:
Info was forwarded from the (B)(6) which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted device, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. As soon as add'l info has become available and / or the device(s) have been returned for eval and an investigation result has become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).